Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump does not work anymore for the past week. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated that they did hear fluid when shaking the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test due to moisture damage on the electronic assembly. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Device received with cracked case on the back at the battery tube area. Blank display not confirmed.